Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure. The evaluation also identified additional findings of a cut on the video cable and the device failed leak testing. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a diagnostic procedure, the subject device presented an error message, and the image did not appear. There were no reports of patient harm.

Event description:
It was reported that during preparation for a diagnostic procedure, the subject device presented an error message, and the image did not appear. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.